Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor display text being unrecognizable (garbled), was confirmed in the submitted screen picture (screen shots). The screen shots showed the display and settings screens with garbled and odd text. The customer rebooted the system monitor. The system was operating properly after the customer rebooted the system. The customer kept the unit in use. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor (pn 101214) was built in jun 2019. The packaged system monitor (pn 1286) was placed into inventory on aug 13, 2019. The unit was shipped to the customer on nov 26, 2019. The unit had no previous services. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor showed various symbols and numbers on the yellow banner on the main screen. There were no alarms. Technical support recommended that the account reboot the system monitor by turning it off, waiting 10 seconds, and turning it on again. After rebooting the system monitor, the banner was legible and showed the expected information.